Event description:
The device (part #: mco13a) was returned to mxi service and repair. "System collapsed without any impact at the forceps level / some difficulty with the opening mechanism was noted."

Manufacturer narrative:
(B)(6). Evaluation of this device indicated that the handle shows multiple signs of corrosion. The mobile jaws and mechanism were broken and presented with signs of corrosion. The post-market review of data on this reference does not show any tendency towards corrosion problems as observed on the returned instrument. We can reasonably believe that the origin is most likely connected to a problem with reprocessing the instruments that leads to the corrosion and rupture observed. (Chemical product / method used). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. Mxi internal reference #: (B)(4).